Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while the controller was connected to the mobile power unit (mpu) was confirmed. The provided log files collectively contained data spanning approximately 19 days (01jul2023 ¿ 20jul2023 per timestamp). Low voltage hazard/power cable disconnect alarms were observed on 16jul2023 while the mpu was in use; these alarms appeared to have been caused by a loss of ac power while the controller was connected to the mpu. The alarms did not affect pump operation and resolved within a few seconds of activation when power was restored to the system. Per additional information, these alarms were caused by a loss of power to the patient¿s home and there were no functional issues reported with the mpu. No other notable events regarding the mpu were reported nor observed. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms on the mpu were due to loss of power to home.

Event description:
It was reported that the patient experienced a few low voltage alarms and one replace backup battery alarm. These occurred around the same time at 1:47 am. The patient stated they were tethered to the mobile power unit (mpu). Log files contained a brief low power hazard event while utilizing the mpu on (B)(6) 2023 at 1:47 am. The mpu appeared to have briefly lost ac power. A transient backup battery fault alarm was noted when the mpu regained power. The pump operation was not interrupted during this event. Log files also contained emergency backup battery (ebb) test circuit flags and power cable disconnect alarms while on battery power. It was also noted that the patient's yellow light was beeping for 15 minutes while the patient was on fully charged batteries. Follow up log files confirmed abnormal low voltage alarms while using battery power on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.